Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found respond appropriately. There was no evidence of contamination found under the button contacts. The pump case was removed and the keypad flex cable was fully inserted into the keypad flex connector and the connector latched. There was no evidence of moisture contamination or loose components observed inside the pump. The complaint of a keypad button response issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.